Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, after extensive testing the reported problem could not be duplicated. The device was recertified and returned to the customer. The batteries involved were not available as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.